Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(6).

Event description:
I was told that when device was connected to power source, the source beeped and provided "occlusion" message. They attempted to reconnect several times but could not stop beeping and error message. They discarded the device and opened a new one and no longer experienced the problem. I advised them that it would be helpful to have the device to return if this or any other problem occurs in the future. In addition, I recommended they consider replacing power cables per our IFU.

Manufacturer narrative:
(B)(4). Updated sections: date received by MFR., type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative.

Event description:
I was told that when device was connected to power source, the source beeped and provided "occlusion" message. They attempted to reconnect several times but could not stop beeping and error message. They discarded the device and opened a new one and no longer experienced the problem. I advised them that it would be helpful to have the device to return if this or any other problem occurs in the future. In addition, I recommended they consider replacing power cables per our IFU.